Manufacturer narrative:
Product ID: 74002, lot# n602215, implanted: (B)(6) 2018, product type: adapter; product ID 3998, lot# lb2332, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they weighed (B)(6) at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the out of regulations (oor) message was seen on the tablet. It was reported that the rep spent over 2.5 hours trying to reprogram the patient. The rep stated that when the patient did feel stimulation, they were getting the coverage they needed, but they were seeing the oor messaged. They reported that impedances were checked and it was reported that the patient had higher impedance readings of 2890 to 8700 ohms. The rep reported that they used all different contacts as well as maxed out on the contacts with different pulse widths on their tablet and they would be able to get up to 8 to 9 ma, but when the patient used their controller they were only able to get up to 6ma before the oor was seen. The rep also indicated that if the patient¿s device was a primary cell device this would not be an issue, that it was more a restriction of the specific ins model. The event occurred on (B)(6) 2018. No further troubleshooting could be done on the call due to a lack of access to the product.

Manufacturer narrative:
Product ID 74002, lot# n602215, implanted: (B)(6) 2018, product type: adapter. Product ID 3998, lot# lb2332, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient recently had a revision to remove their pocket adaptors and replace them with an extension. It was indicated that they still had high impedances on 4 of the 8 electrodes, but they were reprogrammed so they now had full coverage on both their legs and low back. It was determined that the patient¿s old lead and the pocket adaptors were the cause of the high impedance issue. However, the patient elected not to have the lead replaced at this time. They were receiving excellent coverage now without any system errors (oor). The system was revised, and the new extension was implanted. The patient was reprogrammed successfully. The patient¿s weight was not noted. It was indicated that all programming information had been communication to the physician and the doctor was very pleased. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n602215, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: adapter. Product ID: 3998, lot# lb2332, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the revision where the pocket adaptor was replaced with an extension occurred on (B)(6) 2018. The explanted pocket adaptor was not returned as per the medical center¿s policies all explants are to be sent to pathology. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.